Manufacturer narrative:
H6: it was reported that, during total hip replacement surgery, it was noticed that one (1) polarstem modular head for 21000662 broke off. The piece that was broke off was collected from the wound and confirmation was made that no other pieces were in the wound. Then the surgeon struck the final head implant with the broken head impactor one more time to fully seat it. Patient was not injured as consequence of this problem. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that a segment at the distal end of the device is fractured, the fragment was not returned. Further, dents and scratches are visible throughout the device. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaint reported for the same batch, and 44 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during thr surgery, it was noticed that one (1) polarstem modular head for 21000662 broke off. The piece that was broke off was collected from the wound and confirmation was made that no other pieces were in the wound. Then the surgeon struck the final head implant with the broken head impactor one more time to fully seat it. The procedure was resumed, without any delay, using the same device. Patient was not injured as consequence of this problem.